Event description:
Asr revision. Asr xl - left. Reason(s) for revision: alval / soft tissue reaction and component loosening. Bi-lateral - please see (B)(4) for right side revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reaction and component loosening -. Bi-lateral - please see (B)(4) for right side revision. Re-opened (B)(6) 2014 - to close 2nd request action activity for component loosening and create 3rd request action activity. Re-opened (B)(6) 2014 - to close 3rd request action activity for component loosening, if no response received by due date then will attach unanswered query document. Update received: 12th march 2014 - re-opened to advise unanswered component loosening query. Update received: 18th march 2014 - advised no component loosening and removed from complaint category and failure code and put correct products product category selection, added further reason for revision: pain, added hospital name: the vale hospital, added surgeon: (B)(6) . Update - amended original surgery date, taken from claimsuite dated 19th march 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reaction and component loosening - . Bi-lateral - (B)(4) for right side revision. Re-opened 4th march 2014 - to close 2nd request action activity for component loosening and create 3rd request action activity. Re-opened 11th march 2014 - to close 3rd request action activity for component loosening, if no response received by due date then will attach unanswered query document. Update received: 12th march 2014 - re-opened to advise unanswered component loosening query and attached unanswered query document, requested 3x's - please see email trail. Update received: 18th march 2014 - advised no component loosening and removed from complaint category and failure code (see attached confirmation updated scf email doc) and put correct products product category selection, added further reason for revision: pain, added hospital name: (B)(6) hospital, added surgeon: (B)(6). Update - amended original surgery date, taken from claimsuite dated 19th march 2014. 14 april 2015 - update amended implant date to reflect scf and new updated claimsuite, added exp dates to products - kf 15/04/2015